Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump had an alarm found at the alarm history file. The insulin pump alarmed due to corrupted history file. No crack on screen noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed a displayable history check failed alarm. Cracks on the screen and the battery loading slot. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.